Event description:
On (B)(6) 2013, our professional affairs manager in (B)(6) notified us of a pt who has worn contact lenses for 3 years. The pt reported that she was leaving on business trip and inserted lenses in both eyes. She experienced burning and foreign body sensation ou but felt the discomfort would resolve and continued to wear the lenses. On the way to the airport, the pt discarded her lenses. Burning resolved os but worsened od. On (B)(6) 2013, the pt sought medical attention and was diagnosed with a central corneal ulcer od with possible penetration of bowman's layer. Records note a circular lesion 5-6 mm. The pt received treatment with vigamox 0.5% drops, refresh liquigel, tobrex pomad (ointment). Exam on (B)(6) 2013, notes some epithelial healing. The pt has discarded the lenses she wore but may have other lenses from the same carton. Product has been requested from our affiliate.

Manufacturer narrative:
A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot l0020rx was manufactured under normal conditions. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings. Device labeling single use of reuse. Device not returned. No evaluation will be performed. No conclusions can be drawn.